Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case diffuse lamellar keratitis (dlk), on post op day one after bilateral lasik surgery. Patient was treated with an increase in topical steroids, and was noted to be asymptomatic. Upon follow up, reporter informed that the dlk lasted three weeks, and did resolve with treatment. This report will reference the patient's left eye.